Event description:
It was reported that the nurse had arctic sun device alerting low flow. Sn# (B)(6). Had rn restart therapy in order to get diagnostics, patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.8c, flow rate (fr) was 1.3l/m, inlet pressure (ip) was -7, mixing pump command (mpc) was 0, circulation pump command (cpc) was 37 percentage, heater command (hc) was 40 percentage, system hours were 3367, pump hours were 916.6. Waited a bit to confirm device was primed and the numbers settled and confirmed there were no other alarms. Discussed what could cause low flow and to monitor flow rate (fr) in case it drops again. Suggested they call back with any alerts, however the device seems to be functioning appropriately now.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse had arctic sun device alerting low flow. Sn#(B)(6). Had rn restart therapy in order to get diagnostics, patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.8c, flow rate (fr) was 1.3l/m, inlet pressure (ip) was -7, mixing pump command (mpc) was 0, circulation pump command (cpc) was 37 percentage, heater command (hc) was 40 percentage, system hours were 3367, pump hours were 916.6. Waited a bit to confirm device was primed and the numbers settled and confirmed there were no other alarms. Discussed what could cause low flow and to monitor flow rate (fr) in case it drops again. Suggested they call back with any alerts, however the device seems to be functioning appropriately now. Per follow up information received via task on 08may2025, spoke with nurse who denied any further issues after call with helpline. They did not make any adjustments or changes to the device or pads. Therapy completed on schedule.

Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. Had rn restart therapy in order to get diagnostics, patient temperature (pt) was 33.4c, targeted temperature (tt) was 33.5c, water temperature (wt) was 26.8c, flow rate (fr) was 1.3l/m, inlet pressure (ip) was -7, mixing pump command (mpc) was 0, circulation pump command (cpc) was 37 percentage, heater command (hc) was 40 percentage, system hours were 3367, pump hours were 916.6. Waited a bit to confirm device was primed and the numbers settled and confirmed there were no other alarms. Discussed what could cause low flow and to monitor flow rate (fr) in case it drops again. Suggested they call back with any alerts, however the device seems to be functioning appropriately now. Per follow up, spoke with nurse who denied any further issues after call with helpline. They did not make any adjustments or changes to the device or pads. Therapy completed on schedule. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Corrections: d, e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.